Event description:
Boston scientific received information that the pt with this device was seen during a routine in office follow-up; during interrogation, the programmer displayed a fault code. System diagnostics confirmed a remaining battery longevity at 95% and favorable lead measurements. No therapy or untreated episodes represented in device history since implant. An engineering assessment confirmed the device was functioning normally. The error code triggered due to benign firmware anomaly and is not indicative of a product malfunction. The error is self-correcting. To date, the system remains implanted and in service without additional complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.